Manufacturer narrative:
Add'l lot number and expiration date: 174345f; 12/31/2011. Eval summary: the complaint devices associated with this report were received. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 166364f and lot 17435f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Visual examination of the returned samples did not change the investigation conclusion. Lot 166364f and lot 17435f met all release criteria prior to product release. There are 3 similar reports in lot 166364f of redness and irritation and no reports of infection. In lot 17345f there are no similar reports. Manufacturing date for lot 17435f is 12/31/2009. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "viral infection" ( infection, viral), "red eyes" ( red eyes), "irritated" ( irritation), "allergy" (reaction), "itching" (itching). Product problem(s): "none reported" (no info). A consumer reported that following use of this product she experienced eye redness and itching. She initially attributed the event to being a new contact lens wearer. She was seen by her doctor on (B) (6) 2010, who diagnosed a viral infection in both eyes. She was treated with an antibiotic and steroid drop and a lubricating eye drop. She discontinued contact lens wear until (B) (6) 2010. She resumed her contact lens wear on (B) (6) 2010 and experienced red and irritated eyes. At that time the consumer stopped lens wear suspecting she was allergic to something. The consumer considered the events to be moderate in severity and stated they are resolving. Add'l info has been requested.